Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service (call service alarm) issue.; 71-0080019e this complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings:a review of the black box and alarm history showed call service 071 motor align cartridge error alarms. The rewind, load, and prime steps were performed correctly. The pump was exercised for 24 hours with no alarms occurring. The pump cover was removed to find moisture corrosion to the continuous glucose monitoring module. No debris was observed in the cartridge compartment. The original complaint of a call service 071 alarm was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.